Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen displayed only partial information, making the display difficult to read, and a replacement ilet was arranged; the user also reported high glucose of 231 mg/dl and infusion sets falling off early. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light problem and a failure associated with the touchscreen component, consistent with a display that was difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.